Event description:
It was reported that a user¿s libre 3 plus continuous glucose monitor was not paired to the ilet after the sensor had been started in the libre 3 plus app, and the user subsequently applied a new sensor and initiated it with guidance so the ilet would begin displaying glucose after the warmup period. Symptoms included no glucose data available on the ilet due to the sensor being in use by another device. Outcomes included restoration of expected function after sensor replacement and pairing, with no injury and no hospitalization. Investigation included troubleshooting and user education regarding proper pairing and sensor start workflow for compatibility with the ilet. Investigation of this case revealed that the original pairing failed because the sensor was already claimed by the mobile app, which prevented the ilet from connecting, and that starting a new sensor and pairing it to the ilet resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to device pairing sequence.